Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered prior to patient use, at the compounding center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from february 14, 2019 - february 15, 2019. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. The fill port cap of all samples were cut where the customer likely drained the contents. A functional testing was performed which observed a leak at the edge of both samples (one leak was at the lower right edge and the other leak was at the lower left edge). The reported condition was verified. The cause of the condition was not determined. The other sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.